Event description:
A pt underwent a therapeutic procedure for placement of a tracheobronchial stent. As the clinician was attempting to deploy the ultraflex tracheobronchial stent, the deployment suture broke. Another sized stent was attempted, however, it would not deploy. The procedure was postponsed until a later time. The user facility was unable to provide any subsequent info on the status of the rescheduled procedure. The pt did not sustain any reported complications or ill effects due to the suture break of the ultraflex stent. The pt condition is noted as "ok". There is no further info available at this time.